Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that half of the pump touch screen was shattered. Reportedly, the customer fell and the pump touch screen became shattered. Customer is unable to read any of the menu and deliver boluses due to the damage. Customer's blood glucose was 85 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.